Event description:
Sensing issue: 2,953 short v-v intervals since (B)(6) 2019. Dual chamber pacemaker no oversensing noted on the device or episodes. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).